Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient had an infection at the ipg site. It was also reported that the patient was experiencing pain and tenderness at the pocket site. It was unknown if antibiotics were given. The patient underwent a revision procedure wherein the ipg was replaced and relocated. The patient was doing well postoperatively.